Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Per maude report: yueh needle sheath sheared off in the pt. A gooseneck type snare device was utilized to capture the seared off piece. The patient required no f/u related to this incident..

Manufacturer narrative:
Pr (B)(4) follow up emdr for manufacture evaluation. No sample was returned for analysis. Consequently, the investigation was not able confirm the reported failure mode based on an evaluation of the complaint sample. A DHR review of all applicable manufacturing records for lot 0001239494 did not identify any issues that may have contributed to the reported failure mode based on the limited results of the complaint investigation, a probable root cause could not be identified since no complaint sample was submitted for evaluation and no contributions from the manufacturing/design process were identified. Since no probable root cause was identified, the investigation was not able to identify any corrective or preventive actions. This complaint will be entered into the complaint management system.

Event description:
Per maude report: yueh needle sheath sheared off in the pt. A gooseneck type snare device was utilized to capture the seared off piece. The patient required no f/u related to this incident.